Manufacturer narrative:
B3. Date of event: exact event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that post water vapor therapy procedure, during a routine follow up, the patient had necrotic tissue formation at the bladder neck. The tissue was removed with an endoscope. There is no reported allegation against the device and the procedure had been completed with the original device.